Event description:
Dr (B)(6) injected unk substances from a non identified clear jar into my husband saying it was "juvederm" and a dissolvent "using him an anaphylactic shock and death in about 20 min. Because she didn't know how to handle an anaphylactic shock and he died in the dr (B)(6) medical office. 911 paramedics found him death. They reviewed his heart beat, but they said in hospital that the brain was already dead because there was too much time without oxygen. He was in a coma; he was breathing through a ventilator; he had a cardiac arrest next morning at 11 am at the (B)(6).